Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 96 and 223 mg/dl. Customer just started to use the truemetrix meter and tests strips (B)(6) 2018 and had only obtained those two results. The customer did not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 132 mg/dl and 128 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer who just got the meter and strips on saturday ran her blood and got erratic results. She did not do any other results called us to assist her with the meter. I ran the blood with her 132mg/dl and then 128mg/dl which was well within a 15% variance. Customer stated she is applying the blood correctly. I asked her to apply blood vertically and as soon as the dashes appear take the strips away from the blood drop.